Manufacturer narrative:
No consequences or impact to patient other (won't bow) the lot number is unknown; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) five days prior. According to the complainant, the device would not bow sufficiently ("about twenty-five percent"). Reportedly, "this device was never in contact with the patient." The procedure was completed with a second autotome rx sphincterotome device. No patient complications were reported as a result of this event.